Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that ablation was performed outside pulmonary veins (pvi and a roof line were performed). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced a cerebrovascular accident which required prolonged hospitalization. It was reported that a patient who underwent a procedure on (B)(6) 2025, came into the emergency room complaining of minor stroke symptoms. The case has a history of hypertrophic cardiomyopathy (hcm) and on that day they completed a pulmonary vein isolation (pvi) in the posterior vein. A total of 27 ablations were completed, and the irrigation was set to 30 ml per minute the whole entire time the varipulse¿ bi-directional catheter was in use. The patient was admitted to the hospital and was under evaluation. Last known patient status was stable condition. Additional information was received. The patient suffered a stroke 6 days post procedure, the patient had finger weakness. MRI was positive for stroke (acute lesion was found). Patient was recovering, 1-2 days after the procedure the patient reported regaining feeling in her fingers. A pvi and a roof line were performed. The patient had persistent atrial fibrillation with hypertrophic cardiomyopathy, which made her a very high risk patient. She had a chadsvasc score of 3 and an ejection fraction of 60%. She was ablated in atrial fibrillation although she converted to sinus rhythm during the ablation procedure. Agilis sheath was used (13 fr). The varipulse¿ bi-directional catheter was the only catheter used during the procedure, no exchanges. Pre-thrombus checks were done with intracardiac echocardiography (ice) in the left atrium (la). Protamine was given at the end of the procedure. Patient was on eliquis before and after the ablation. Act >350 (11000 u, act at start of procedure 465, second act was 368). The physician¿s opinion that the late recurrence of the stroke poses a unique pfa risk, similar to what he has observed with other pfa technologies. Additionally, this was a very high risk patient.

Manufacturer narrative:
During an internal review on 15-sep-2025, noted a correction to the 3500a initial under h11. The following coding should not have been included: h6. Investigation findings: c23. H6. Investigation conclusions: d11. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).